Event description:
Transducer fault customer reported: "xdcr fault". Ventilator was on patient. No patient harm.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning turbine. The foreign distributor installed replacement turbine to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of (B)(6) 2015 the alleged faulty component has not been received.

Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the turbine pressure transducer pt800 and the exhalation pressure transducer pt801 failed to calibrate. This calibration failure caused the turbine to come full on and never stop which in turn caused the vent to not operate. The events log contains many transducer faults. (B)(4). This issue is addressed in an internal correction.